Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: no information. Event description: during the case the surgeon noted a buzzing sound coming from the handpiece. After an unknown number of activations, the fuse activation button got stuck in the activated state. Afterwards, the device would randomly activate when the jaws were closed. The surgical staff attempted to reset the device by unplugging and re-plugging the handpiece to the generator and unplugging and re-plugging the generator to the power source. Neither attempt to reset the device was effective at resolving the issue. The surgical team elected to replace the device with a new handpiece. No patient injury. Product is available for return. Intervention: used second voyant device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: "gastric sleeve". Event description: two complaint events occurred during the same case. Complaint #(B)(4) (first device used). Complaint #(B)(4) (second device used). The event date is unknown. It occurred in the week prior to the aware date. (Week of (B)(6) 2021 to (B)(6) 2022). During the case the surgeon noted a buzzing sound coming from the handpiece. After an unknown number of activations, the fuse activation button got stuck in the activated state. Afterwards, the device would randomly activate when the jaws were closed. The surgical staff attempted to reset the device by unplugging and re-plugging the handpiece to the generator and unplugging and re-plugging the generator to the power source. Neither attempt to reset the device was effective at resolving the issue. The surgical team elected to replace the device with a new handpiece. No patient injury. Product is available for return. Additional information received via email on 20jan2022 from [name], applied medical account manager I: "a gastric sleeve was being performed with issues occurring on the greater omentum. For the initial device the only accidental activations occurred while the jaws were closed. The second device the generator was unplugged and reset. " the rep is not aware of any additional information. Additional information received via email on 21jan2022 from [name], applied medical account manager I: the facility will not be able to provide additional information. Intervention: used second voyant device. Patient status: no patient injury.